Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that predilatation with two mini trek balloon dilatation catheters, sizes 1.5x12 and 2.0x12, was performed at 8 atmospheres (atms) in the moderately calcified, moderately tortuous 80% lesion with diffuse disease in the proximal left anterior descending coronary artery. The 2.5x28 mm xience xpedition stent was deployed at 10 atms. When the xience xpedition stent delivery system was being removed, a distal dissection was noted. An unplanned, 2.5x18 mm xience xpedition stent was implanted to successfully treat the dissection. The results were very good with timi iii flow. There was no residual stenosis. No additional information was provided.